Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and " ECG "b".the root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing check therapy electrode messages and adjust belt messages.